Event description:
It was reported that the patient underwent implantation of an intraocular lens in both eyes. This report is for the patient's right eye. The patient is experiencing halos as big as ¿ferris wheels¿, and redness for greater than 3 months. Patient is tentatively scheduled to have lens explanted with a secondary surgeon; however, the specific date has not been communicated. A separate medical device report (MDR) is being processed for each eye. This MDR is being processed for the patient's right eye. No further information was provided.

Manufacturer narrative:
Additional information was received from the patient''s physician stating that he does not think that the patient''s symptoms are attributed to the quality of the device, rather, to the patient''s ability to adapt to the lens. It was stated that the patient is currently at 20/25 j1 uncorrected, and no complications were reported during the implantation of the intraocular lens. The doctor stated that he feels that the patient is unable to adapt to the multifocal lens. Patient was referred for a second opinion and both physicians agree the patient is unable to adapt to the product. In addition, the doctor stated that the patient sought a 3rd opinion and was informed that the 3rd physician recommended a restor lens. Both referring physicians disagree with the 3rd physician in that the patient is not a candidate for another multifocal lens given her inability to adapt and would rather foresee her having a monofocal lens implanted. (B)(4). At the time of submitting the MDR, it has not been communicated that the lens has been explanted. Therefore, it is not available for evaluation. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) related to the customer claim were generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage. Date of event: (B)(6) 2014. Additional information received from the doctor noted that the lens, implanted in patient's right eye was explanted. No further information was provided. If explanted, give date: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.